Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received notification that a valve model 6625 size 27mm implanted in the mitral position was explanted due to leaflet tear leading to regurgitation after an unknown implant duration. An unknown valve model and size was successfully implanted in replacement. The model and size of the replacement valve could not be provided due to patient privacy. The patient was noted as discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it is not available. Attempts to retrieve additional information were unsuccessful. A supplemental MDR will be submitted once new information is received or at completion of the investigation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.